Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred and a failure of its internal battery. The device was not in patient use. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer had previously reported an allegation of ventilator inoperative condition and a failure of its internal battery. Additional information provided by the in country representative states the device did not operate due the failure of the internal battery and was not a ventilator inoperative condition. The failure of the interal battery was confirmed. The device was scrapped.